Manufacturer narrative:
Concomitant medical products: addrl1 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dysarthria and instability. Oversensing of noise was noted on the atrial channel and pauses were noted on the ventricular channel upon review of a holter monitor echocardiogram. The physician suspected both the right atrial lead and right ventricular lead were damaged. Both leads were explanted and replaced .no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.